Manufacturer narrative:
Quality control (qc) was within ranges, however, a shift from the previous reagent lot was observed. The samples were received from outpatient draw sites in bd- gold sst tubes (serum). The draw site centrifuges prior to sending to the customer site. Details of draw site centrifugation is unknown. At the customer site, the samples were poured off and re-spun before initial run. The customer has 3 centrifuges, therefore is unknown which centrifuge was used to process each sample: fixed angle centrifuge - 6k rpm for 3 minutes or swing bucket centrifuge - 6k rpm for 5 minutes or swing bucket centrifuge - 1800 rcf for 10 minutes. If the customer observes an initial atellica im cov2t result within their "grey zone", the sample is re-spun and retested in duplicate. The customer reports no issues with other assays, no recent service visits, and no errors occurring lately. All autochecks are passing without issues. Siemens customer service engineer (cse) performed service checks and assay troubleshooting. Background counts were out of range and the acid, base and wash subsystems were decontaminated. After decontamination, the dark counts were within range. A precision study was performed before and after instrument service and troubleshooting using the customer's original lot 007 readypack and a new lot 007 new readypack. Siemens is evaluating the results. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. A false negative result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics continues to investigate. MDR 1219913-2021-00084 was filed for results on test date 1 ((B)(6) 2021).

Event description:
A customer observed reactive (positive) atellica im sars-cov-2 total (cov2t) results for 6 patients. The customer retested the samples on the same day with the same instrument and readypack (lot 007) and observed both reactive (positive) and nonreactive (negative) results. The customer retested the same six samples on a different day with the same instrument and a new readypack (lot 007) and again observed both reactive (positive) and nonreactive (negative) results. The results were not reported to the physician(s). Alternate method testing was not performed. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00085 initial report on 02/11/2021. Additional information - 03/24/2021: the customer provided the final results that were reported to the physician(s) for each patient sample. Results as follows: sample ID: (B)(6), result reported: negative; (B)(6), negative; (B)(6), positive; (B)(6), negative; (B)(6), negative; (B)(6), positive. Siemens continues to investigate. MDR 1219913-2021-00084 supplemental 1 report was filed for results on test date 1 ((B)(6) 2021).

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00085 initial report on 02/11/2021 and MDR 1219913-2021-00085 supplemental 1 report on 03/31/2021. Additional information - 04/15/2021: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive (positive) results. Results of the investigation indicate that although non-reproducible false reactive (positive) results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore, the product is performing as intended. A product performance problem has not been identified. No further evaluation of the device is required. MDR 1219913-2021-00084 supplemental 2 report was filed for results on test date 1 ((B)(6) 2021).